Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of sensing on the ventricular channel and p and r-waves were being sensed on the atrial channel. Greater than 2000 ohms impedance and loss of capture were also observed. Fluoroscopy revealed a lead fracture near the patient's clavicle. As the patient was not pacemaker dependent, the physician elected to change programming to aai mode and monitor the patient.